Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited good numbers at initial implant. One day post-implant the lead exhibited loss of capture and it was found that it had perforated the heart wall. The patient experienced chest pain and shocking feelings in the chest. A revision procedure was performed, wherein the rv lead was successfully repositioned. No additional adverse patient effects were reported.